Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial septal defect (perforation) and unexpected intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, an atrial septal defect was noted. This perforation caused a left to right shunt. This resulted in hypotension, and the steerable guide catheter (sgc) was removed. An amplatzer was used to close the atrial septal defect. The mitraclip procedure was completed, reducing the mr to 1-2. There was no adverse patient sequelae and no clinically significant delay. No additional information was received.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypotension was due to the asd. The cause of the reported perforation (atrial: percutaneous intervention) associated with the asd could not be determined. The reported patient effect of perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.